Event description:
It was reported that a (B)(6)-year-old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring intervention. Conduction became poor around the his bundle while the pvc was being ablated in the immediate area. The catheter was not defective. The physician commented that the ablation area was a place where the his bundle could be seen, but the ablation time was short, so there is a possibility of recovery. A temporary pacing was put in place and the patient was under observation. If the patient does not recover with temporary pacing, insertion of a pacemaker may be conducted.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30567553l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).